Manufacturer narrative:
Device received with blank display due to missing battery tube spring. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify missing segment or partial display due to blank display. Device had corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's battery icon disappeared. Blood glucose level at the time of the incident was not provided. No further details were given. The insulin pump will be returned for analysis.